Manufacturer narrative:
Additional information: d4 serial no.(B)(6).

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during a daratumumab infusion when a 0.2 micron filter above the pump emptied itself, even though the drip chamber of the set was still full. The event occurred at the oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.